Manufacturer narrative:
Review of manufacturing and sterilization records did not highlifht any pre-existing anomaly or non conformity that could have contributed to reported issue.the manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2022 to restore knee functionality after removal of tibial liner. Original surgery occurred on (B)(6) 2018 to implant physica kr knee system consisting of following components: - physica kr femur comp.right #8 (part number 6511.09.180, lot 16as039, sterilization (B)(4)), - physica fixed tibial plate #7 (part number 6522.15.070, lot 1801260, sterilization (B)(4)), - physica kr tib. Liner right #7 (part number 6531.50.714, lot 14l0090, sterilization (B)(4)). Patient started to have bursitis, and at a follow-up appointment stated she was falling because of her knee and continued pain. Initially she tried physical therapy and a knee brace but continued to have falls and pain. X-ray scan did not show loosening according to medical team. Above mentioned liner was explanted on (B)(6) 2021. Patient is female. The event occurred in the united states.